Manufacturer narrative:
Additional product code: hwc without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part broke intraoperative and was not implanted or explanted. Product investigation evaluation: the investigation of the complained locking screw shows that the screw head is sheared off from the shaft. The rest of the screw looks fine and is in good condition. Due to the feedback of the user, it is likely that exceeding mechanical force has to be applied during removal procedure. Mechanical overloading is the most probable root cause for the breakage. No other problem could be detected, which could have caused the breakage. Visible inspection indicates mechanical overloading as most probable root cause. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw breakage occurred during surgery for a radius neck fracture on (B)(6) 2015. The surgeon tried to remove 5 screws due to reset of the plate. However, in the middle of the procedure, one of the screws' head broke. The surgeon could remove the broken piece buried in the bone, so there is nothing remaining inside the patient's body. The surgery was complete with a 10-minute delay. This is report 1 of 1 for (B)(4).